Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case, damaged screen) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the j1001 connector on the ca board and damaging wires in the connector. Additionally, the rear response button was not functional. The cause for the non functional response button was a creased and unplugged ribbon cable. The root cause for the damaged connector was excessive force. The root cause of the creased and unplugged ribbon cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and patient was receiving service code 204 (belt/monitor unusable).